Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's luer plate to be missing. The housing likely popped off and was installed without the luer plate. Failure analysis concluded that the missing luer plate may be due to mishandling/misuse. Failure analysis investigation also found the following damages: one of the connector pins on the tip was broken. The instrument passed electrical continuity testing. Failure analysis concluded that the broken connector pin may be due to mishandling/misuse. The instrument's flush tube was kinked. The housing was removed to find the flush tube exhibited a couple of kinks in the backend. The kinks occur prior to flush tube entering gimbal plate. The kinks can restrict fluid flow, preventing proper flushing of the instrument. The instrument's housing had broken snaps. One snap on the back of the housing and the locating pin was broken off. Failure analysis concluded that the broken snaps may be due to mishandling/misuse. The instrument's chassis was broken. The outer wall on the chassis where the luer plate is normally located is broken off. Failure analysis concluded that the broken chassis may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken connector pin found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that in central processing, it was identified that the flush port was broken on the monopolar cautery instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.